Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: headache. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). The customer was not using the proper testing technique. During the call, a blood test was performed by the customer non-fasting and produced test result of 86 mg/dl using true metrix meter; the customer was satisfied with the result obtained. The product is stored according to specification; the test strip lot manufacturer¿s expiration date is 04/19/2023 and open vial date is (B)(6) 2021. At the time of the call, the customer reported having a headache; medical attention was not needed at the time.

Manufacturer narrative:
Sections with additional information as of 08-feb-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter.